Event description:
While requesting assistance with the insulin pump's settings, doctor reported that the customer was hospitalized at the time of the call. Details of the hospitalization were not provided. It is unclear whether or not the customer was wearing the insulin pump while hospitalized. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.